Manufacturer narrative:
The battery has not returned to zoll circulation for investigation. A supplemental report will be submitted if the device is returned and the investigation is completed. Note: autopulse platform s/n unk MFR report # 3003793491-2013-00560. Nimh battery s/n (B)(4) MFR repot # 3003793491-2013-00561. Nimh battery s/n (B)(4) MFR report 3 3003793491-2013-00562.

Event description:
It was reported that on (B)(6) 2013 e6 personnel had a failure with two nimh batteries and the autopulse displaying user advisory messages of ua 41 (patient temperature sensor failure) and ua 21 (position change does not coincide with motor direction). Post battery reconditioning, crew were unable to reproduce the same failure. No pt involvement was reported.